Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 2.75 x 38 mm promus elite drug-eluting stent was deployed in lad. After post-dilatation, a proximal stent edge dissection was observed. The dissection was observed as flow-limiting. The dissection was covered with a 3.00 x 16 mm promus elite drug-eluting stent, and the procedure was completed. The patient fully recovered and was stable post-procedure.